Manufacturer narrative:
Investigation of the returned device indicated that the motor/gearbox pn: 91000516 was locked up. The motor was stuck in housing due to extreme corrosion from leak at base of housing. (B)(4).

Event description:
During and acl procedure the svc repl, mdu, hand cntrl, pwrmx overheated while sales rep was demoing his equipment. A mitek fms hooked up to our dyonics ii power box using miek interface. Heard a popping noise. When checked hand piece, which they had laid on the drape, they noticed it was hot and had melted the drape. Patient was not effected.